Manufacturer narrative:
E1: patient city: (B)(6). Patient country: united states.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patient was hospitalized on (B)(6) 2024 due to low blood glucose level. The duration of hospitalization was less than 24 hours. Emergency medical technician gave the patient some type of sugar gel into the mouth. No further information was available.